Event description:
Three leaks occurred with same patient in 2001. The first leak occurred with lot no. 00y9yf-y at 6 reuses. The second and the third leaks were with lot no. 00zlzr-n at initial use. Since the blood was not returned according to the policy of the facility, total 500cc blood was lost from the use of three dialyzers. Saline solution was given to the patient and the patient is well. As to the report of one leak with lot no. 00y9yf-y, please refer to MFR report #8010001-2001-00022.